Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the cysto-nephro fiberscope tested positive with unspecified environment flora twice. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.